Event description:
It was reported that during set up for a revision hip surgery, it was noted that the packaging of the device would not peel open as specified. It was also reported that the device was not used on a patient and the sterile area was not compromised. It was further reported another device was readily available and there were no delays as a result of this event.

Manufacturer narrative:
Device expiration date was passed at time of use. The device subject to this investigation was returned for evaluation. It was visually confirmed that the packaging material was brittle. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. An alternative packaging material has since been implemented to address this issue.